Event description:
Information received indicates the brake is making noise when they are locked.

Manufacturer narrative:
The technician found the brake casters were ratcheting in the locked position. The technician replaced the four brake casters to repair the stretcher.